Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors leaked; leakage was noted from the purple area (coil cap) near the label. This issue was discovered prior to patient use. The devices were filled with sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from march 20, 2019 - march 21, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed fluid inside a bag that contained the samples which suggested leak has occurred. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.